Event description:
It was reported that during a renal stenting procedure, removal difficulties occurred. The target lesion was located in the ostium of the right renal artery. While advancing the 7.0x15x150cm express biliary stent delivery system (sds) through a 7fr non bsc guide catheter, resistance was noted. The physician was able to deliver and deploy the stent without issue. Upon removal, the balloon got hung up on the stent. They checked to be sure the device was deflated and were able to begin withdrawing the device. It took a considerable amount of time to maneuver the device through the guide catheter and out of the patient's body. It was noted that the physician had shaped the stent very slightly as the patient had a very significant bend to maneuver. There were no patient complications reported and the patient's condition is reported as 'ok'.

Event description:
It was reported that during a renal stenting procedure, removal difficulties occurred. The target lesion was located in the ostium of the right renal artery. While advancing the 7.0x15x150cm express biliary stent delivery system (sds) through a 7fr non bsc guide catheter, resistance was noted. The physician was able to deliver and deploy the stent without issue. Upon removal, the balloon got hung up on the stent. They checked to be sure the device was deflated and were able to begin withdrawing the device. It took a considerable amount of time to manuever the device through the guide catheter and out of the patient's body. It was noted that the physician had shaped the stent very slightly as the patient had a very significant bend to manuever. There were no patient complications reported and the patient's condition is reported as 'ok'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by MFR: visual inspection of the returned device confirmed the presence of a crystalline material, consistent with dried contrast media, in the inflation lumen and balloon. The balloon was not completely re-folded/re-wrapped. Functional testing was unable to be performed as the dried material in the lumen and balloon was unable to be fully evacuated after soaking in a circulating water bath. The outer diameter of the shaft met specifications. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that may have contributed to the reported difficulty or the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).